Manufacturer narrative:
At the time of the adverse event, the pump was fully filling and ejecting. Prior to being implanted with a berlin heart pump, the patient suffered from hemolysis and required prbc transfusion. The pump was exchanged on (B)(6) 2020. On (B)(6) 2020, ldh has decreased to 1080 and plasma free hemoglobin has decrease to 12.8. The patient continues to improve.

Event description:
Berlin heart was informed by the site on (B)(6) 2020 that a patient being supported with the excor pediatric vad system in the lvad configuration developed hemolysis. The pump was fully filling and ejecting, based on ldh values received by berlin heart from the site on (B)(6) 2020, it was determined that the hemolysis was a reportable adverse event. The patients ldh was greater than 2.5 times the normal range of the patient at 1468 on (B)(6) 2020. The plasma free hemoglobin was greater than 28.1.